Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a t8-illium procedure for scoliosis. While putting on the transconnector, the tip of the driver broke off in the transconnector. The transconnector was removed and replaced with a new one. The fragment was discarded during cleaning and decontamination. There were no complications and the procedure was completed successfully. No additional information was available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the hexagonal screwdriver was returned with the hex tip broken off. The tip was not returned. The screwdriver had a few marks along the shaft consistent with normal use. Part drawings were reviewed during the investigation. The hexagonal screwdriver is designed to tighten the setscrew on the transconnector to maintain its desired length. The transconnector is designed with this set screw staked in the transconnector body. This staking deforms the body¿s chamfer to prevent the screw from detaching and is most likely the cause of the set screw stuck complaint condition. The set screw can still be tightened to achieve the desired length of the transconnector and functions as intended. An attempt to back the screw out further might lead to excessive torque being applied and cause breakage of the hexagonal screwdriver although it is unknown if this was attempted. Review of the part drawings found possible interference between the hex of the screwdriver and the hex of the set screw. The point to point distance of the hex on the driver is 2.89 (+0/-0.1) while the point to point distance on the set screw is 2.87 min. This interference could cause the driver to not seat properly during tightening or loosening but its contribution to the driver¿s breakage is also uncertain. Material (B)(4) is acceptable for the instrument¿s use as the driver can withstand torques up to 5.6nm compared to the 2.0nm torque needed to tighten the set screw. The set screw is staked into the transconnector body to prevent the screw from being removed. An attempt to back the set screw out completely could result in excessive torque being applied to the tip and possible breakage however it cannot be confirmed that this was the case. The point to point dimension on the hex tip of the driver was not found to be adequate though its contribution to the complaint condition is also unknown. The exact root cause cannot be determined as both circumstances may have contributed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a five minute delay in the procedure.